Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated. No adverse event reported.

Event description:
It was reported that the platform indicated user advisories 16, 24 and 45. Pt was not involved. No adverse event reported.